Event description:
Per provider, gear clamp has a leak.

Manufacturer narrative:
Per the repair statement, this unit has low o2 or yellow light, the gear clamp on the heat exchanger is leaking, and the poppet valve on the solenoid is defective.